Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's blood glucose value was 40 mg/dl and 300 mg/dl at the time of the incident and the current blood glucose was 250 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. The customer was assisted with troubleshooting. The insulin pump will be returned device for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.